Manufacturer narrative:
The returned units were examined and found to have a crack present in the body of the flush device. The crack was created during the assembly process and was not detected by the operator. Additional inspection was put in place in jauary 2006 which would detect this issue. This product was manufactured prior to the additional inspection being put in place. Review of the device history was performed and found to be acceptable. Medex was able to confirm this issue however unable to determine the exaxt cause. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the flush device housing cracked and leaked. There was no patient injury, or treatment as a result of this event.